Event description:
It was reported that device migration occurred. A left atrial appendage (laa) closure procedure was performed. A watchman trusteer access system (was) and a 35mm watchman flx pro closure and delivery system (wds) were selected for use. The patient was noted to have a shallow, windsock shaped anatomy, making it difficult for the physician to get the flx ball into the distal portion of the appendage. When the closure device met the position, anchor, size and seal (pass) criteria, it was released. A few hours after the procedure it was noted the device shifted, resulting in about one-third of the device being proximal to the ostium. The next day the closure device was retrieved by a non-bsc device, and a new 27mm watchman flx pro device was implanted immediately. There were no further complications reported.